Event description:
Patient was having a problem with the port issue on the induo meter. Patient did not experience any symptoms. Patient claims that the test strips had to be jiggled around in order to get the meter to work. Customer service was unable to resolve the issue and sent patient a new meter.